Event description:
It was reported that when inserting the spring wire guide (swg) through the needle in the main theatre, the wire seemed to "jam" and could not be advanced. As a result, the clinician attempted to remove the swg. It was at that time the swg began to unravel and could not be removed from the needle. Both the swg and needle were removed as one unit was a new kit was opened and used without issue. The insertion site was the right internal jugular and the use was for general anesthetics.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.